Event description:
It was reported that device contamination might occurred. During preparation, a 3.00 x 16mm synergy xd drug-eluting stent (des) was selected for used; and it was noticed that the desiccant filter of the sterile packaging was torn open. A new synergy xd des was used to complete the procedure. No patient complications were reported.